Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
The field application specialist reported the user received questionable calcium results from the integra 400 that were discovered when a doctor questioned the high result for one patient. For patient sample 1, the user reported an initial result of 11.2 mg/dl with a data flag. The patient was redrawn and the result was 9.3 mg/dl. The user then pulled the original patient sample and repeated it with a result of 9.6 mg/dl. Patient sample 2 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 12.6 mg/dl with a data flag and was reported outside the laboratory. The patient was redrawn and the result was 10.2 mg/dl the user then pulled the original patient sample and repeated it with a result of 10.2 mg/dl. Patient sample 3 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 11.2 mg/dl and was reported outside the laboratory and the repeat result was 8.8 mg/dl. Patient sample 4 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 10.9 mg/dl and was reported outside the laboratory. The repeat result was 9.1 mg/dl. The user had not been informed of any adverse effects for the patients. The calcium reagent lot number was 62601901. The field service representative found a damaged probe c. He checked and adjusted the rotor light barrier, performed a workstation accuracy check, performed a check test and replaced probe c. To verify the analyzer operation, he observed proper analyzer function while the user ran calibration and quality control. All the quality control results were within range. He performed a successful check test and precision testing.

Event description:
Reporter alleged obtaining the results of 505 mg/dl and 440 mg/dl on aviva system 1 compared with a result of 169 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.